Event description:
On (B)(6) 2026, a patient underwent a stent placement procedure by using fluency plus vascular stent graft for lower extremity arterial occlusion via left femoral artery. It was reported that during stent delivery and deployment at the target lesion site, the delivery shaft became immovable, and the stent allegedly failed to deploy. The stent was retrieved externally; examination revealed a fracture in the delivery system. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus vascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus vascular stent graft are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the stent graft delivery system sample was not returned for evaluation, but a provided photo and video show the stent graft to be partially deployed, and the outer sheath fractured which leads to confirmed results for misfire and sheath fracture. Creases cannot be confirmed. In this case, it was reported that an 8f introducer was used with a 0.035" guidewire was used for access, the tracking vessel was neither tortuous nor calcified, the lesion was pre-dilated and noticeable creases were found on the delivery system during use. Based on available information and the evaluation of the provided photo and video, the investigation is closed with confirmed results for misfire and sheath fracture. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use IFU sufficiently address the potential risks. The IFU states if excessive force is felt during stent graft deployment do not force the delivery system. Remove the delivery system and replace with a new unit regarding preparation of the device the IFU states prior to loading the delivery system over a guide wire both ports must be flushed with sterile saline to eliminate any air bubbles that may be trapped in the inner catheter lumen andor the stent graft lumen flushing these lumens will also facilitate stent graft deployment regarding materials an appropriate introducer sheath and a 0035 inch 089 mm diameter super stiff guidewire are required for the procedure the packaging pictograms indicate an introducer size of 9f and a 0035 guidewire it is stated in the IFU that predilatation of the stenotic lesion may be performed prior to stent graft deployment at the discretion of the treating physician. G3, h6 (device, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a stent placement procedure by using fluency plus vascular stent graft for lower extremity arterial occlusion via left femoral artery. It was reported that during stent delivery and deployment at the target lesion site, the delivery shaft became immovable, and the stent allegedly failed to deploy. The stent was retrieved externally; examination revealed a fracture in the delivery system. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus vascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus vascular stent graft are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, videos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.